Event description:
Upon receipt of the device, the user reported a piece that sticks into the module came off. No other details regarding the nature of the event were provided. Since this was an out of box event, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.